Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced cardiac tamponade and infection. No device replacement. No additional adverse patient effects were reported.